Manufacturer narrative:
The product was expected to be returned, however, it was then later confirmed that the device was no longer available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use on a patient, this hemosphere instrument provided incorrect pvri (pulmonary vascular resistance index) values. However, the pvr (pulmonary vascular resistance) values were correct. The error messages ¿heart rate signal loss¿ and ¿om not calibrated-select oximetry to calibrate¿ occurred. Later, it was clarified that the pvr value displayed was 251 dynes-s/cm5 and the pvri value was 126 dynes-s-m2/cm5. The pvri value that was expected to be displayed was 499 dynes-s-m2/cm5. There was no error message displayed while these values were shown. The patient was not treated based on these incorrect values. There was no allegation of patient injury. The patient details were not available except the bsa was 1.99 m2. The product was available for evaluation.